Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to a missing retainer. The device had a minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, broken reservoir tube lip, cracked case behind the pump near the battery tube compartment, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 7.5 mmol/l at the time of the incident. The customer stated that the pump is cracked on the rear side of the pump. The customer stated that the ring around the reservoir compartment was missing. The product was returned for analysis.